Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 05-sep-2023. H6. Investigation summary: bd received 3 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. The foreign matter underwent fourier-transform infrared spectroscopy (ftir) analysis and was determined to be fluoropolymer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode was attributed to preventive maintenance (pm) associates not changing their gloves after pm tasks. A briefing has taken place to require all pm technicians to change their gloves after pm tasks. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer reports that there was black foreign matter on the needle tip. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: defect: when the nurse opened the outer package to prepare for puncture, she found a black foreign object on the needle tip. Quantity: 5.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter phone # (B)(6). E.1. Initial reporter fax # (B)(6).

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle customer reports that there was black foreign matter on the needle tip. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: defect: when the nurse opened the outer package to prepare for puncture, she found a black foreign object on the needle tip. Quantity: 5.